Event description:
Diabetes educator reported hospitalization due to diabetes ketoacidosis. The current blood glucose reading at the time of the event was 192 mg/dl. Customer experiencing chest pain and nausea. The blood glucose reading at the time of the event was 389 mg/dl. Hospital treated with insulin drip. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.